Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology and aneurysm morphology are unk. It was reported that 4 years post stent graft implant the pt presented with a ruptured aneurysm and subsequently expired. The implant physician reported that the pt was last seen 2 years ago and at that time there was no obvious sign of endograft failure and there was a small type 2 endoleak. An angiography at that time could not determine the source of the endoleak.